Manufacturer narrative:
Additional information. The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed? Yes. Stock ø3.0 drivers were dimensionally inspected with the drawing and fit checked with the hand piece connection. They fit as intended. Returned sample(s)/device inspected? Yes. Results: the returned part was confirmed to be hahn tapered implant driver ø3.0 long through visual and dimensional inspection. The complained issue was confirmed; the driver fits into the handpiece but did not latch on. Investigation methods/results: the stock parts were visually and dimensionally checked to ensure the part is made to inspection. The stock parts were fit checked to a handpiece and confirmed to engage and latch on as intended. Root cause: the cause for the driver not latching is the latch dimensions. Though it was within engineering specifications, the highlighted dimension is likely to be on the low end of the tolerance range (close to 2.40 mm). The actual dimension was measured to be around 2.55 mm. On the other hand, handpieces are made by different companies. The fit is slightly different when the driver checked with different handpieces. This variability could be the reason the driver is not latching on.

Manufacturer narrative:
Correction: section d, d4: unique identifier (UDI) # corrected as it was entered incorrectly on the supplemental submission.

Manufacturer narrative:
It was stated that the implant driver did not engage into the hand piece., but they were unable to latch and remain locked into the hand piece. The area above the shank where the latch and remain locked into the hand piece. However, the implants were successfully placed with the same drivers. There were reported adverse events related to this incident. The patient is reported to be doing fine and has no issues with the implants. The complaint product is to be returned for evaluation and investigation. However, the DHR for the provided lot number was reviewed and no discrepancies were noted. The most likely cause which may have contributed to this incident is user error, but a follow up report will be submitted after the completion of the evaluation and investigation of the returned part.

Event description:
It was reported that the hahn implant driver would engage into the hand piece, but were unable to latch and remain locked into the hand piece. It was also stated that the area above the shank where the latch would connect to the hand piece looked smaller than the other functional drivers. The drivers were also stated to look a little bent. However, the drivers could be used successfully to place the implants. No adverse events were reported with the patients receiving the implants and are currently stated to have no issues with their implants.